Manufacturer narrative:
The device was received for evaluation. The report of "balloon did not inflate" was confirmed. Balloon was found to be torn around circumference. Both balloon windings were intact. The edges of latex did not appear to match up at the torn area. No other visible damage was observed from catheter body. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on further evaluation at the manufacturing site, it was verified that as part of the manufacturing process, the units go through a balloon visual and final inspection. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing of this swan-ganz catheter, the balloon did not inflate. New catheter obtained, tested successfully and inserted. There was no allegation of patient injury. The device was received for evaluation and the balloon was found torn around circumference. The edges of latex did not match up at the torn area. Patient demographics unable to be obtained.